Event description:
Initiator reported she tested the pt's bs and got a result of 410 (ss). She stated the pt's speech was slurred and blacked out. The pt was taken directly to the hosp and got a result of 92 mg/dl (hcp) approx. 30 min. Later (after the previous test). On follow-up, initiator stated she feels the hosp mixed up the lab result with another pt who was there at the same time. Subsequent readings on the pt's meter and a friend's ss meter were consistent. There was no allegation of harm.